Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts are compressed. Analysis also found the battery release, ring cover, heart block, lead flex cover, heart wire contacts, and battery drawer are contaminated. Upper and lower cases are broken and contaminated. Bail covers and bails are missing, output connector nut is loose, and the heart lead flex is damaged. (B)(4).